Manufacturer narrative:
One 15mm loop, bi-directional, curve d-f, sensor enabled, advisor fl circular mapping catheter was received for evaluation. The catheter was inserted into the returned introducers. Resistance was noted at the distal tip of the introducer. Microscopic inspection of the catheter loop revealed electrode 2 was displaced, consistent with the resistance noted in the introducers. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a displaced electrode.